Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power loss alarm or unexpected battery power alarm noted during testing. Unit was received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the batteries were new. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.